Event description:
A member of the biomedical department at the customer site reported that a "speaker malfunction" inop was displayed on the intellivue mx500 patient monitor and no sound was coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported malfunction. No death or patient / user injury or harm was reported.